Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample evaluation confirmed the failed fluid volume accuracy testing on the device. The device passed the hc return instrument test/evaluation (rite) electrical test but failed the rite functional test. Temperature confirmation testing was performed and the temperature was verified to be within specification. The cause was determined to be deteriorated piston foam, which was scrapped and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.